Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was cracking when used with an oncology adapter. The clearlink connection on top of the buretrol chamber was cracking and causing a leak. This occurred during priming, prior to connecting the set to the patient. There was no patient involvement. No additional information is available.